Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary : the full lead was returned, analyzed, and no anomalies were found. The tip seal on the distal electrode of the lead showed evidence of blood ingression. The outer insulation of the lead was observed to have blood ingression. The analyst noted there is blood in the outer insulation at the distal end lead and tip seal, this is considered normal for this model of lead. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that there was a cardiac resynchronization therapy defibrillator (crt-d) infection. The system's leads were explanted and replaced. The crt-d was moved from a left pectoral position to the right sided position for patient comfort, the pocket was swabbed, and the crt-d remained in use. No further patient complications have been reported as a result of this event.